Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure and is identified in the device instructions for use. While there is no evidence to suggest that the nrg transseptal needle used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nrg transseptal needle was among the devices used during the procedure.

Event description:
The nrg transseptal needle was used for transseptal puncture in a mitraclip procedure. Despite the administration of heparin in the patient, a blood clot was observed on a pacemaker lead in the right atrium at the start of the procedure. The case was eventually cancelled due to concerns about the increasing size of the blood clot on the pacemaker lead as the procedure progressed. There is no evidence to suggest that the nrg transseptal needle used in the procedure caused or contributed to the incident. However, this report is being submitted by baylis medical company as the nrg transseptal needle was among the devices used during the procedure.